Event description:
It was reported while doing a tibial nail procedure, the radiolucent aiming arm was damaged. The carbon fiber hook that attached the radiolucent arm to the insertion handle broke off. The procedure was completed successfully with no delay. There was no harm to the patient. This report is for a radiolucent aiming arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown; even occurred sometime in 2021. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.part: 03.043.029 synthes lot: 2024202 supplier lot: n/a release to warehouse date: december 21, 2020 manufactured by: selzach supplier: createc gmbh & co. Kg no nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the aiming arm/ radiolucent was received at us customer quality (cq). The latch component was cracked and had a piece broken off. The broken off piece was not returned. No other damage was noted on the device. Relevant actions have been taken to address the issue. Dimensional inspection: a dimensional inspection was not performed due to the complex geometry of the part. Document/specification review: based on the date of date of manufacture, the following drawings were reviewed: -aiming arm, radiolucent -latch no design issues or discrepancies were found. Conclusion: the complaint was confirmed for the aiming arm/ radiolucent. The root cause of the complaint condition was determined to be "a clear external user-caused issue by not following the stg and IFU instructions." Relevant actions have been taken to further address the broken latches. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.